Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 286mg/dl at the time of the incident. The customer was assisted with troubleshooting but it was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No blank display noted. The device was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked lcd window and cracked battery tube threads.